Event description:
It was discovered by (B)(6) that the vasoview/hemopro endoscopic harvesting device was not functioning properly while it was being used on the patient's left lower extremety. (B)(6), pa stated that, "the device needed to be torched to work."